Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the suction safety cover was broken and the fingers on the pressure adjusters were worn. The defective parts were replaced and the device was tested and found to be working according to specifications. The internal worn fingers are a result of prolonged usage of the device over time. The broken suction cover can be attributed to user mishandling of the device, probably a fall during transport or storage. This serialized device (serial : (B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by sales rep via service request that the 4580 fms duo+pump/shaver combo has a broken suction safety cover and internal worn gear. The device is available to be returned for evaluation.